Manufacturer narrative:
Philips service performed a reboot and advised monitoring for recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to cine and a warm reboot resolved the issue temporarily on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.